Event description:
It was reported that the ventilator has a loose gas outlet port. There was no patient involvement. The customer was provided with part number for the gas port outlet. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the customer checked the mechanical integrity of the flow outlet and it was loose. The customer replaced the port gas outlet to address the issue and the unit was returned to use.